Event description:
It was reported that during a therapeutic procedure, when inserting the single use guide sheath into the biopsy valve, the sheath was getting caught. Upon forcibly pushing, the biopsy valve was damaged, and a fragment of the valve fell off into the patient¿s lung. The fragment was retrieved using forceps and the procedure was completed with a backup device.

Manufacturer narrative:
The following patient identifiers are linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and functional testing. The reported failure was confirmed. The biopsy valve was damaged and did not meet specifications, therefore functional testing was performed with a representative device. When guide sheath was inserted and removed 20 times in a straight line, the biopsy valve was not damaged. When the guide sheath was inserted and removed at an angle, it became heavier to insert and remove, and the biopsy valve was damaged after 5 times. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the biopsy valve. The cause of the failure could not be determined; however, damage to the valve may be caused by insertion and removal of the guide sheath at an angle making it heavier. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.